Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter is being filed under a separate medwatch report.

Event description:
This is filed to report the tissue damage requiring treatment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. The steerable guide catheter (sgc) was advanced without resistance. The minus knob was turned 360 degrees, but the cable broke. The sgc was removed and replaced. A new sgc was used to continue the procedure. The first clip delivery system (cds) was advanced to the mitral valve. After three grasp attempts, the clip was placed at a2/p2. After deployment, a longitudinal tear back to the annulus was noted next to the clip on the lateral aspect of the posterior leaflet (p2). A second clip was implanted for stabilization, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported failure to grasp the leaflets appears to be related to the challenging patient morphology/pathology (a prolapsed anterior leaflet and a thin posterior leaflet). The reported tissue damage appears to be related to procedural circumstances (maneuvers related to capturing the leaflets). The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.